Manufacturer narrative:
E1 reported name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the hospital reported over two events in which flow dropped down. Log files were submitted and showed no technical issues. A computed tomography (CT) scan was performed and showed a thrombus formation in the outflow graft according to the radiologist´s statement. The patient was stable at the time with no intervention, and no symptoms of thrombus were observed. Additional information was provided that the patient underwent a right ventricular assist device (rvad) implant with oxygenator and was currently being weaning from the rvad.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the report of thrombus in the outflow graft could not be confirmed through this evaluation. A specific cause for the reported thrombus was not provided by the account and could not conclusively be determined through this evaluation. Additionally, low flow alarms were confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Review of the submitted controller event log files collectively captured events from 24feb2025 through 28feb2025. Transient low flow events were captured on 24feb2025. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B and the heartmate 3 lvas patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including device thrombosis that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that inotropes were initiated.